Event description:
It was reported that during the loading of the valve, the capsule proceeded very slowly towards the end of the loading process and required multiple turns of overdrive for the capsule to finally advance and close. When attempting to remove the capsule guide tube, it was difficult to slide along the capsule but eventually was removed. The system was flushed. Fluoroscopy inspection revealed a successful load with an overlap of the valve inflow short of node 4. When inserting the guidewire in the system, unusual resistance was felt inside the delivery catheter system (dcs). Slight tension was applied; however, the guidewire was not sliding through the system smoothly. A new system was used for implant with the same guidewire. The patient remained stable throughout the procedure.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29; serial: (B)(6), product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012294299); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed a 29 mm evolut fx valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No deformation was evident to the inner member. An in-house evolut fx 29 mm valve was successfully loaded onto the dcs. The capsule proceeded at the expected speed throughout the loading process and no additional overdrive was required to close the capsule. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. An in-house 0.035" guidewire was backloaded through the tip and advanced with no issues both before and after loading the valve. No other deformation evident to the remainder of the device. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: due to the quality of the image, it cannot be confirmed or denied that the valve load was not misloaded. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The entire system should not be used. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Furthermore, before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Note: complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Note: ensure the capsule is slowly rotated 360° during the fluoroscopy check. Updated data: d9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.